Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The patient's father reported that during an active sensor session the device failed to alert for the patient¿s high threshold of 250 mg/dl. On (B)(6) 2019 the patient¿s blood glucose went from 418 mg/dl to 600 mg/dl so he went downstairs to take insulin, but the father stated it was too late and the patient went into diabetic ketoacidosis (dka). He was admitted to the hospital and treated with insulin. He was stable and being released from the hospital at the time of contact. The father stated that the patient¿s omnipod pump had failed as well and a company representative was at the hospital assisting them with the issue. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.